Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm or frozen display noted. Insulin pump had a cracked case on display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the insulin pump screen changed by itself and then froze. The customer replaced the battery and the buttons stopped responding and the insulin pump gave a button error alarm. The customer's blood glucose was 106 mg/dl. Customer stated the insulin pump may have been exposed to perspiration. She was advised to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).